Event description:
It was reported that the patient is not performing aas well as it would be expected after 2 years of implant use. The patient's speech discrimination is 30-40%, the electrode channel number 8 is showing no auditory perception and the channels 9-12 were disabled earlier, due to no auditory perception (on channels 9,10) and extra-cochlear location (on channels 11,12).

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.